Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock while sleeping due to over-sensed noisy signals. The patient was brought into clinic where provocative maneuvers were performed, but the noise was unable to be reproduced. The device data was forwarded to boston scientific technical services (ts) for review and it was recommended to perform diagnostic imaging to assess the s-ICD system integrity and position. Because the noise was unable to be reproduced, ts indicated that it may be related to sense b node sensing circuit issue. The clinic programmed off therapy from the device to prevent further inappropriate shocks. At this time, the system remains implanted and no additional adverse patient effects was reported.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock while sleeping due to over-sensed noisy signals. The patient was brought into clinic where provocative maneuvers were performed, but the noise was unable to be reproduced. The device data was forwarded to boston scientific technical services (ts) for review and it was recommended to perform diagnostic imaging to assess the s-ICD system integrity and position. Because the noise was unable to be reproduced, ts indicated that it may be related to sense b node sensing circuit issue. The clinic programmed off therapy from the device to prevent further inappropriate shocks. Diagnostic imaging was recommended, but no further information is available. The patient is continuing with normal monitoring and therapy remains programmed off. At this time, the system remains implanted and no additional adverse patient effects was reported.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock while sleeping due to over-sensed noisy signals. The patient was brought into clinic where provocative maneuvers were performed, but the noise was unable to be reproduced. The device data was forwarded to boston scientific technical services (ts) for review and it was recommended to perform diagnostic imaging to assess the s-ICD system integrity and position. Because the noise was unable to be reproduced, ts indicated that it may be related to sense b node sensing circuit issue. The clinic programmed off therapy from the device to prevent further inappropriate shocks. Subsequently, the physician elected to explant and replace the s-ICD device to resolve the event and no additional adverse patient effects were reported. The s-ICD was expected to be returned for analysis, but has not yet been received. Should the product be returned in the future, this record will be updated with analysis results.